Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was a gas leak found from high flow insufflation unit hose connected to the compressor. The issue was found during preparation for use for a therapeutic laparoscopy procedure. The intended procedure was completed using a similar device and there was no delay. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.